Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to blood glucose. Customer declined further troubleshooting with tandem technical support to resolve the issue.